Event description:
It was reported that when the lead was connected to the pulse generator there was no clicking sound and no pacing output was confirmed. The pulse generator was replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of set screw anomaly was confirmed in the laboratory. The ventricular set screw could not be tightened due to septum material in set screw inset and the setscrew inset was stripped.